Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has blank display. Customer's blood glucose level was unknown. Customer reported that the low battery alarm occurred. Customer reported that they had insert the new battery but the display did not return. Customer stated that the contacts on the battery cap are not missing and not damaged. The insulin pump will be returned for analysis.